Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, the battery compartment was found to be cracked on the side of the battery compartment from the threads traveling down to the case seal. Additionally, the pump powered on to a dim and discolored display. Unrelated to the battery compartment crack and dim display, the bolus button cover was found to be detached/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on 08/05/2016.